Event description:
The patient mother with the patient reported that the patient experienced a blood glucose (bg) of 408 mg/dl with ketones and nausea. The patient was placed on a back-up plan and her bg returned to normal. The patient reported that the pump went to an hour glass then cut off with no screen or alarms. She stated that she was able to get the pump to work it would again lose power. She stated that she never saw any yellow o-ring. During troubleshooting the patient reported that the threads in the pump looked worn. The patient confirmed that the battery cap looked normal. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: rebooting was observed in the black box download. No alarms related to the complaint were observed in the alarm history. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No damage was found to the battery compartment; the battery cap returned with the pump was observed to be stripped. The battery cap was unable to maintain an electrical connection and power loss was duplicated. A test battery cap was inserted and the pump powered on normally. A 29 hour flow accuracy test was performed without power loss and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).